Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed is reflective of the time zone of the country of the event. Device not returned.

Event description:
It was reported that an occlusion alarm previously occurred. Customer successfully resumed insulin therapy. The customer¿s blood glucose level was not impacted.